Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(6) bluetooth device pairing test was performed and the transmitter passed as the transmitter log was able to be downloaded. Global transmitter final functional test was performed and the transmitter passed. The reported transmitter defect could not be found. However, the share log data was reviewed and the transmitter failed and pictures were taken of the logs. The customer complaint of loss of connection was confirmed. The root cause could not be determined.